Manufacturer narrative:
Service was not dispatched as the customer performed troubleshooting and discovered fluid leaked at pinch valve vl53b and fittings #140 and #145. The customer replaced the tubing and resolved the fluid leak issue. The instrument was returned to normal operation. (B)(4).

Event description:
The affiliate reported the customer alleged approximately three cups of cleaner solution leaked under the instrument and onto the counter involving the coulter lh 750 hematology analyzer. The customer performed system startup, shutdown, and completed quality control (qc); all results were acceptable. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed at the time of the event. Patient results were not impacted. The customer has an exposure control plan at the facility.